Manufacturer narrative:
The device remains implanted. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that shortly after implant, a routine chest x-ray revealed a small, apical pneumothorax. The patient was asymptomatic. Observation was prolonged one day. Intervention was not necessary. The pacing system remains implanted. No additonal adverse patient effects reported.